Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a problem with the foley catheter a couple of weeks ago. When deflating the balloon, lot of urine came out of the port. The user assumed that the integrity of the catheter was damaged internally and they could not pull it, there was a resistance. It was stated that the patient went to emergency department and they later described how the catheter was pulled out with balloon inflated and the end was a mess, blocked and it did not look good. A new catheter was inserted in.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect balloon design (balloon wall thickness excessive)". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. English warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Single use only. Do not resterilize manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only syringe of sterile water for balloon inflation storage: store catheters at room temperature away from direct exposure to light, preferably in the original box.¿ the device was not returned.

Event description:
It was reported that the patient had a problem with the foley catheter a couple of weeks ago. When deflating the balloon, lot of urine came out of the port. The user assumed that the integrity of the catheter was damaged internally and they could not pull it, there was a resistance. It was stated that the patient went to emergency department and they later described how the catheter was pulled out with balloon inflated and the end was a mess, blocked and it did not look good. A new catheter was inserted in. Per additional information via email from ibc on 20jul2022, it was stated that they were unsure what was blocking the catheter. The patient had to have the device removed in the emergency department. The emergency department had to take the catheter out as the balloon was not deflating.